Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Occupation: attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. After receiving a left attune total knee replacement on (B)(6) 2016, patient received a knee manipulation under anesthesia on (B)(6) 2016, to address post-operative arthrofibrosis of the left knee. Left attune knee was revised on (B)(6) 2018 to address ongoing pain, swelling, and evidence of femur and tibial implant loosening. Revising surgeon observed that femur was loose, with good adherence of cement to implant, but a "slime layer" between the cement mantle and underlying femoral bone. Surgeon noted tibial base plate was loose at both interfaces, with about 50% of the cement adherent to bone, and 50% seemingly adhered to the tibial implant. Upon further examination, the cement attached to the tibial implant easily debonded from the implant in one single piece; in contrast to the portion of the cement adhered to the tibial bone, which was well-integrated. The patella was well-fixed and not revised. Depuy cement was used during primary. There was no indication of infection reported associated with the specimens sent during revision surgery. Doi: (B)(6) 2016; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191(no code available) is intended for surgical interventions.